Event description:
It was reported that during a gastric bypass procedure, during the first firing with a white reload, going across bowel the last 1/3 of the staples was not deployed from the cartridge on one side. A regular echelon device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/23/2012. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Bowel was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. What color cartridge was being used? White. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Na. Was there any difficulty removing the device from the tissue? No. What were the patient's pre-existing conditions? Asku. Does the patient have any relevant history of surgical treatments? If so, what? Asku. How long has the surgeon been using this device for this procedure (in years)? Long time. Was there a recent conversion to ees devices in this account or with this surgeon? Surgeon. Were there any malformed staples noticed? No, just not deployed. Was the staple line incomplete or did it exceed the cut line? Incomplete. Was the patient taking any anticoagulants or dvt prophylaxis? Lovenox.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.